Event description:
The power cord to the sequential compression device (scd) machine was close to the bed wheel. When the power cord was picked up, there was a big spark and a loud noise. There were burn marks on the employee's glove. No patient harm.